Manufacturer narrative:
(B)(4). Investigation results: one accumax 200 laser fiber was received for evaluation. Visual examination revealed that the exposed glass fiber tip measured approximately 3.5 mm. Additional examination revealed that there was a burn mark on the distal end of the jacketing near the glass tip indicating that the fiber misfired which would cause the device to not work. There was no damage to the fiber face within the sma connector. The condition of the returned device would cause it to ¿not work¿ thereby confirming the event. The noted damages indicate difficulty was experienced during the procedure and are likely due to anatomical or procedural factors such as tortuous anatomy or maneuvering of the device. Therefore, a review and analysis of all available information indicated that the most probable root cause is operational context. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that an accumax 200 laser fiber was used in a procedure performed on an unknown date. According to the complainant, the laser fiber failed to work. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available; a supplement report will be submitted. Note: this event has been deemed an MDR-reportable event based on investigation results which revealed that the fiber misfired.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that an accumax 200 laser fiber was used in a procedure performed on (B)(6) 2018. According to the complainant, the laser fiber failed to work. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available; a supplement report will be submitted. Note: this event has been deemed an MDR-reportable event based on investigation results which revealed that the fiber misfired. Please refer to block h10 for full investigation details.